Manufacturer narrative:
The company representative examined the system and was unable to duplicate the reported problem. The system was then tested and met all product specifications. A root cause has not been identified. (B)(4) (device operational issue). (B)(4).

Event description:
A customer reported during a cataract extraction procedure, the ultrasonic mode was not working. Another system was used with the initial handpiece cord to complete the surgery on the same day. There was no harm or injury to the patient. Additional information has been requested.